Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent a surgical procedure in which he subsequently developed a "collection of liquid and bowel loops in the bag". The collection of fluid was drained during the procedure. During a second operation, there was found to be an old granuloma from another mesh. The device was placed and the fascia was fully closed with a drain in place. After an unspecified number of days following that procedure, another procedure was required as the fascia had dehisced. The patient had developed a fistula in the"blind gut" and the mesh had attached mostly to the intestinal loops. Additional clarification and information has been requested but not yet received.